Event description:
Insulet received an email reporting that a patient that experienced a relatively mild episode of diabetic ketoacidosis (dka). According to the physician, the pod was functioning properly, the cannula was inserted correctly, and there was no evidence of leakage. Despite multiple correction boluses and overrides, the patient's blood glucose levels remained elevated, reaching up to 17.4 mmol/l (313 mg/dl). The patient who follows a very low-carbohydrate diet, developed dka symptoms including abdominal pain and fruity breath, prompting a hospital visit where dka was confirmed. Details regarding treatment, length of stay and whether the pod was worn during the medical attention were not provided. Attempts to obtain additional information were unsuccessful. If further details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Please see b5 for additional information. According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were received and reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
On (B)(6) 2026, insulet customer care successfully completed a second callback to the patient regarding a reported pod failure that resulted in uncontrolled hyperglycemia and diabetic ketoacidosis (dka), requiring hospitalization. The patient stated that the hyperglycemia began prior to hospital admission and remained in hospital for 24 hours. A new pod was initiated prior to discharge. Per patient's allegation, the dka was attributed to the pump failure. The pod was reportedly applied correctly, and upon removal at the hospital, the cannula was visible and appeared normal with no kinks or dried blood. The pod was discarded at the hospital per medical advice. Reported blood glucose readings included 17.4 mmol/l (313 mg/dl) and 22 mmol/l (396 mg/dl) during the event. Medical intervention included intravenous (IV) insulin per dka protocol, IV fluids, and an anti-emetic medication, oral ondansetron (8 mg) taken for nausea.